Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station time delayed for 2 hours. The technical support specialist (tss) dialed into the station. Upon review, the station time was found to be delayed by two hours. The time was updated to the current pacific standard time (pst), and the station was rebooted to apply the correction. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station time were delayed for 2 hours. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.